Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 396 mg/dl; cause was unknown. Customer administered a correction injection prior to ER visit in an attempt to correct high bg. In the ER, customer was treated with intravenous fluids of saline to address the elevated bg. Customer was released with the issue resolved and no permanent damage sustained. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the pump at the time of the event.